Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Results of investigation: the vyaire failure analysis laboratory received the suspect front panel assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to fluid ingress. This issue will be internally investigated within vyaire.

Event description:
The customer reported while using the vela ventilator; the touchscreen is nonresponsive. The customer reported screen delamination and determined the most likely cause of the issue was the front panel assembly. The customer reported there is no patient involvement associated with the event.